Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had a hysterectomy to remove essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rheumatoid arthritis ("I have ra and lupus"), systemic lupus erythematosus ("I have ra and lupus") and arthralgia ("I am in so much pain") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the rheumatoid arthritis, systemic lupus erythematosus, arthralgia and medical device removal outcome was unknown. The reporter considered arthralgia, medical device removal, rheumatoid arthritis and systemic lupus erythematosus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('just had a hysterectomy to remove essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rheumatoid arthritis ("I have ra and lupus"), systemic lupus erythematosus ("I have ra and lupus") and arthralgia ("I am in so much pain"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the medical device removal, rheumatoid arthritis, systemic lupus erythematosus and arthralgia outcome was unknown. The reporter considered arthralgia, medical device removal, rheumatoid arthritis and systemic lupus erythematosus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.